Event description:
It was reported that "energy being delivered at two places at the same time".

Manufacturer narrative:
The actual complaint devices have been returned to conmed for evaluation. Once the investigation has been completed, a supplemental report will be filed.